Event description:
It was reported that a physician was having difficulty with her handheld device freezing during interrogation, as well as freezing when she was trying to set the date. The issue would resolve with a hard reset; however, it would continue to occur. A new handheld device was sent to the physician, and it was requested that she return the old handheld. Good faith attempts to obtain the handheld in question for product analysis have been unsuccessful to date.